Event description:
During a laser obliteration of a right kidney stone, using a flexible ureteroscope and holmium laser, the sharp angle required of the scope for visualization of the stone, caused the tip of the laser fiber to bend and break off. The laser flash shattered the lens of the flexible ureteroscope and a small blue piece of the laser fiber was seen in the kidney. The pt required return to surgery for removal of laser fiber.